Event description:
An optometrist reported that a patient presented with dry eye and irritation in the right eye ten days post lasik. The patient was noted to have 1+ superficial punctate keratitis (spk) inferiorly and trace injection and edema surrounding the scarring superiorly. The previously prescribed topical steroid eye drops were increased. Additional information provided states that the patient was seen in follow up and the symptoms were clear. The patient discontinued the topical steroid eye drops but is using artificial tear drops as needed.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. The logfiles review for the day of treatment shows no abnormalities that could have contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).